Event description:
The customer reported that the rinse block on the beckman coulter hmx autoloader was leaking bloody diluent. The volume of the leak is unknown. The field service engineer (fse) was dispatched to the site and found the rinse block was mis-aligned due to a loose bracket. The bracket was tightened. The rinse block was observed to be worn and was replaced. The replacement was properly aligned nad verified per previously established instructions. The leak was resolved. The worn and mis-aligned rinse block was the root cause of this event. No affect to patient results or harm to the operator was reported but on a recur, the operator may be exposed biohazardous material.

Manufacturer narrative:
Beckman coulter internal identification is (B)(4).